Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. Loose cable was re-seated. System performed as intended. Replacement axiem internal cable shipped to site (B)(6) 2017 and was returned to manufacturer, unused on (B)(6) 2017. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system displayed an error that read: axiem box not communicating, cycle power on axiem box. In trouble-shooting, the medtronic representative removed the right side panel and confirmed that all connections were tight. The em interface revealed that the axiem chain was not on-line, and there was no status next to the drive or noise line. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.